Manufacturer narrative:
Name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set fell off after taking shower on (B)(6) 2026 which led to high blood glucose. The blood glucose level was 350 mg/dl at the time of event and was treated with insulin pen.